Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was rapidly depleting. Tandem technical support (cts) reviewed pump history and estimated current battery usage showed a 10 percent usage per day. Customer's blood glucose was 88 mg/dl. Although multiple attempts were made by cts to follow up and confirm battery depletion rate after pump was fully charged, customer did not reply.